Event description:
During a pneumonectomy procedure the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred. Expiration date 8/31/2000.